Event description:
The caller mentioned regarding dexcom g7 device. He received a letter from manufacturer regarding device being recalled. He answered "no", on asking if he experienced any adverse event.